Event description:
During an implant attempt of the subject device, a connection issue and pacing failure in the ventricular channel were reported. Prior to the connection attempt, measurements made on the leads were normal. The screwdriver was inserted into the pacemaker screwdriver slot at ventricular side and then the ventricular lead was inserted into the port. The screwdriver was turned clockwise and no click sound or pacing spikes were identified. The lead was then disconnected and re-connected with the same procedure, and the clicking sound was heard, but there were still no pacing spikes. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.